Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient¿s overdischarge issue had been resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had poor communication with their patient programmer. The patient had not charged for over 1 to 3 months. The patient noted that, because of their therapy status, they were in a state where they could not really function. Additional information was received from a manufacturer representative (rep). It was reported the ins was turned off six months ago because the patient's tremors were under control without stimulation. The tremor returned recently, but the ins was in overdischarge. The rep started a physician mode recharge (pmr) at the time of this secondary report. No further complications are anticipated.